Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("random excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of the right coil was difficult". The patient's past medical history included parity in july 2012, multi gravida, parity 3 (date of births: (B)(6) 2000; (B)(6) 2004; (B)(6) 2012) and abortion. Previously administered products included for an unreported indication: depo from (B)(6) 2012 to (B)(6) 2012. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("persistent severe headaches /chronic headaches"), abdominal distension ("bloating / gastro issues"), abdominal pain ("abdominal pain") and arthralgia ("joint pain / persistent aching pain"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device allergy ("hypersensitivity reaction to nickel or any other component of essure"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), confusional state ("confusion"), dysgeusia ("metallic taste in my mouth"), alopecia ("hair loss"), vision blurred ("blurred vision"), night sweats ("night sweats"), hot flush ("hot flashes"), peripheral swelling ("swelling of my feet and legs"), weight increased ("weight gain"), insomnia ("insomnia"), panic attack ("panic attacks"), mood swings ("mood swings") and rash pruritic ("persistent painful,itchy burning rashes/eashes all over the torso/body rashes"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, headache, abdominal distension, abdominal pain, anxiety, depression, confusional state, dysgeusia, alopecia, vision blurred, night sweats, hot flush, peripheral swelling, weight increased, insomnia, arthralgia, panic attack and mood swings had resolved and the allergy to metals and device allergy outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, confusional state, depression, device allergy, dysgeusia, genital haemorrhage, headache, hot flush, insomnia, mood swings, night sweats, panic attack, pelvic pain, peripheral swelling, rash pruritic, vision blurred and weight increased to be related to essure. The reporter commented: after she recovered from the hysterectomy surgery, and over the course of the next 8-12 months, she began to feel better. On the date of placement, she was advised by physician that placement of the right coil was difficult. A hysterectomy was recommended by physician in (B)(6) 2014. In (B)(6) 2014 physician performed an abdominal hysterectomy. Diagnostic results: on (B)(6) 2012, dye test for essure confirmation. On (B)(6) 2014, nickel allergy diagnosed after heavy metal screening. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-apr-2018: quality-safety evaluation of ptc. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("random excessive bleeding/irregular bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of the right coil was difficult". The patient's past medical history included parity in (B)(6) 2012, multi gravida, parity 3 (date of births: (B)(6) 2000; (B)(6) 2004; (B)(6) 2012), abortion, gestational diabetes and pre-eclampsia. Previously administered products included for an unreported indication: depo from (B)(6) 2012. Concurrent conditions included dysmenorrhea, dyspareunia and ovarian cyst. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("persistent severe headaches /chronic headaches"), abdominal distension ("bloating / gastro issues"), abdominal pain ("abdominal pain") and arthralgia ("joint pain / persistent aching pain"). In (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device allergy ("hypersensitivity reaction to nickel or any other component of essure"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel") and gastrointestinal disorder ("gastro issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), confusional state ("confusion"), dysgeusia ("metallic taste in my mouth/metallic taste"), alopecia ("hair loss"), vision blurred ("blurred vision"), night sweats ("night sweats"), hot flush ("hot flashes"), peripheral swelling ("swelling of my feet and legs"), weight increased ("weight gain"), insomnia ("insomnia"), panic attack ("panic attacks"), mood swings ("mood swings") and rash pruritic ("persistent painful,itchy burning rashes/eashes all over the torso/body rashes/rashes"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, headache, abdominal distension, abdominal pain, anxiety, depression, confusional state, dysgeusia, alopecia, vision blurred, night sweats, hot flush, peripheral swelling, weight increased, insomnia, arthralgia, panic attack and mood swings had resolved and the allergy to metals, device allergy and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, confusional state, depression, device allergy, dysgeusia, gastrointestinal disorder, genital haemorrhage, headache, hot flush, insomnia, mood swings, night sweats, panic attack, pelvic pain, peripheral swelling, rash pruritic, vision blurred and weight increased to be related to essure. The reporter commented: after she recovered from the hysterectomy surgery, and over the course of the next 8-12 months, she began to feel better. On the date of placement, she was advised by physician that placement of the right coil was difficult. A hysterectomy was recommended by physician in (B)(6) 2014. In (B)(6) 2014 physician performed an abdominal hysterectomy. The number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results: on (B)(6) 2012, dye test for essure confirmation. On (B)(6) 2014, nickel allergy diagnosed after heavy metal screening. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 25-jun-2018: plaintiff fact sheet received, event gastro issues was added, historical condition and concomitant condition was added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/oophorectomy') and genital haemorrhage ('random excessive bleeding/irregular bleeding') in an adult female patient who had essure (batch no. 50670534) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of the right coil was difficult". The patient's medical history included parity in (B)(6) 2012, multi gravida, parity 3 (date of births: (B)(6) 2000; (B)(6) 2004; (B)(6) 2012, abortion, gestational diabetes and pre-eclampsia. Previously administered products included for an unreported indication: depo from (B)(6) 2012. Concurrent conditions included dysmenorrhea, dyspareunia and ovarian cyst. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("persistent severe headaches /chronic headaches"), abdominal distension ("bloating / gastro issues"), abdominal pain ("abdominal pain") and arthralgia ("joint pain / persistent aching pain"). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced device allergy ("hypersensitivity reaction to nickel or any other component of essure"). In (B)(6) 2014, the patient experienced allergy to metals ("allergic to nickel") and gastrointestinal disorder ("gastro issues"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), confusional state ("confusion"), dysgeusia ("metallic taste in my mouth/metallic taste"), alopecia ("hair loss"), vision blurred ("blurred vision"), night sweats ("night sweats"), hot flush ("hot flashes"), peripheral swelling ("swelling of my feet and legs"), insomnia ("insomnia"), panic attack ("panic attacks"), mood swings ("mood swings") and rash pruritic ("persistent painful,itchy burning rashes/ashes all over the torso/body rashes/rashes") and was found to have weight increased ("weight gain"). The patient was treated with medication, surgery (hysterectomy/oophorectomy) and topical ointment. Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, headache, abdominal distension, abdominal pain, anxiety, depression, confusional state, dysgeusia, alopecia, vision blurred, night sweats, hot flush, peripheral swelling, weight increased, insomnia, arthralgia, panic attack and mood swings had resolved and the allergy to metals, device allergy and gastrointestinal disorder outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, anxiety, arthralgia, confusional state, depression, device allergy, dysgeusia, gastrointestinal disorder, genital haemorrhage, headache, hot flush, insomnia, mood swings, night sweats, panic attack, pelvic pain, peripheral swelling, rash pruritic, vision blurred and weight increased to be related to essure. The reporter commented: after she recovered from the hysterectomy surgery, and over the course of the next 8-12 months, she began to feel better. On the date of placement, she was advised by physician that placement of the right coil was difficult. A hysterectomy was recommended by physician in (B)(6) 2014. In (B)(6) 2014 physician performed an abdominal hysterectomy. The number of expanded coils that appeared trailing into the uterine cavity was 4. The number of expanded coils that appeared trailing into the uterine cavity was 5. Diagnostic results: on (B)(6) 2012, dye test for essure confirmation. On (B)(6) 2014, nickel allergy diagnosed after heavy metal screening. Most recent follow-up information incorporated above includes: on 17-jul-2020: lot number was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("random excessive bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "placement of the right coil was difficult". The patient's past medical history included parity in (B)(6) 2012, multi gravida, parity 3 (date of births: (B)(6) 2000; (B)(6) 2004; (B)(6) 2012) and abortion. Previously administered products included for an unreported indication: depo from (B)(6) 2012. In (B)(6) 2012, the patient had essure inserted. In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("persistent severe headaches /chronic headaches"), abdominal distension ("bloating / gastro issues"), abdominal pain ("abdominal pain") and arthralgia ("joint pain / persistent aching pain"). In (B)(6) 2012, the patient experienced the first episode of allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"). In (B)(6) 2014, the patient experienced the second episode of allergy to metals ("allergic to nickel"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), anxiety ("anxiety"), depression ("depression"), confusional state ("confusion"), dysgeusia ("metallic taste in my mouth"), alopecia ("hair loss"), vision blurred ("blurred vision"), night sweats ("night sweats"), hot flush ("hot flashes"), peripheral swelling ("swelling of my feet and legs"), weight increased ("weight gain"), insomnia ("insomnia"), panic attack ("panic attacks "), mood swings ("mood swings") and rash generalised ("persistent painful,itchy burning rashes/eashes all over the torso/body rashes"). The patient was treated with surgery (hysterectomy). Essure was removed in (B)(6) 2014. At the time of the report, the pelvic pain, genital haemorrhage, headache, abdominal distension, abdominal pain, anxiety, depression, confusional state, dysgeusia, alopecia, vision blurred, night sweats, hot flush, peripheral swelling, weight increased, insomnia, arthralgia, panic attack and mood swings had resolved and the last episode of allergy to metals outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anxiety, arthralgia, confusional state, depression, dysgeusia, genital haemorrhage, headache, hot flush, insomnia, mood swings, night sweats, panic attack, pelvic pain, peripheral swelling, rash generalised, vision blurred, weight increased, the first episode of allergy to metals and the second episode of allergy to metals to be related to essure. The reporter commented: after she recovered from the hysterectomy surgery, and over the course of the next 8-12 months, she began to feel better. On the date of placement, she was advised by physician that placement of the right coil was difficult. A hysterectomy was recommended by physician in (B)(6) 2014. In (B)(6) 2014 physician performed an abdominal hysterectomy. Diagnostic results: on (B)(6) 2012, dye test for essure confirmation. On (B)(6) 2014, nickel allergy diagnosed after heavy metal screening. Most recent follow-up information incorporated above includes: on (B)(6) 2017: pfs received - case upgraded as incident. Case updated from invalid to valid. New events, ¿pelvic pain, persistent painful,itchy burning rashes/rashes all over the torso/body rashes, persistent severe headaches /chronic headaches, bloating / gastro issues, abdominal pain, random excessive bleeding, anxiety, depression, confusion, metallic taste in my mouth, hair loss, blurred vision, night sweats, hot flashes, swelling of my feet and legs, weight gain, insomnia, joint pain / persistent aching pain, allergic to nickel, hypersensitivity reaction to nickel or any other component of essure, panic attacks, mood swings and placement of the right coil was difficult¿ were added. Event "severe and permanent injuries" was deleted. Patients information was updated. Reporter information was updated. Aka name added.¿ essure legal manufacture has changed from bayer healthcare, llc,(B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.